Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.